Manufacturer narrative:
The customer¿s report of a system error 800.8000 was confirmed. Analysis of the pcu event log shows that the device alarmed for flo stop open just before the infusion was started. When the user made a change to the existing infusion, it triggered the alarm and resulted in system error code 255-16-275 being displayed on the pcu and error code 800.8000 being recorded in the error log. The root cause was identified as a race condition of starting the infusion on the pcu at the same time as clearing the alarm event on the pump module resulting in the error when the module changed states. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that three unspecified infusions were running on four channels. The user opened the door of one channel because of an air in line alarm, and a system error 800.8000.0 alarm occurred at approximately the same time; the specific error code on the main screen was not provided by the user. All four channels were flashing. The user was unable to resolve the system error until the unit was turned off and restarted. Approximately one hour before the event an occlusion alarm had occurred, however no other event details were provided. No patient harm was reported.